Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:. Pump powers with returned battery cap. Battery compartment crack observed below grip pad. Pump case cracked in lower rh corner of display area.. Keypad intact, no peeling or tearing. All keys responding. Removed keypad. Contamination under "up" and "down" key contacts. Removed pump case. Evidence of moisture contamination. Inside pump on keypad circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.